Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g1, g3, g6, h2, h6, h11 corrected fields: d9, h6(type of investigation, investigation findings, investigation conclusion).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that top display distorted. No errors or faults found. As per service manual replaced ¿top display¿. Device passed all performance and safety tests according to factory specifications. Unit cleared for use. Completed repair successfully.product passed all functional and safety tests per manufacturer specifications.the following investigation was performed by (B)(4), technician of the (B)(4) 2026.the failure analysis and testing dept. Received part number 0160-00-0127 with a reported unit failure of a distorted display.the fat performed a visual inspection and found the part to be in good condition.the fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed.retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) medical center. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that top display distorted. No errors or faults found. As per service manual replaced ¿top display¿. Device passed all performance and safety tests according to factory specifications. Unit cleared for use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had top display is distorted. There was no patient involvement reported.